Manufacturer narrative:
This report is being supplemented to provide a correction to the previous g2 (also selected ¿other¿ and ¿foreign¿ which was inadvertently left off the previous reports) and added to h6. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the lcd monitor had a no-image issue, and the buttons didn't work occasionally. The patient was not under anesthesia, and there was no delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation could not reproduce the reported image quality and operability issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.